Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broke during surgery. Another instrument was available to complete the case. No adverse consequence to patient.

Manufacturer narrative:
(B)(4). The 5.5 viper universal poly driver (product code: 2797-34-000n, lot number: gm4491301) was returned to the complaints handling unit (chu) on june 27th, 2016. The driver featured a broken tip. The hexlobe portion of the tip had completely sheared off the distal tip of the instrument. The sample was subsequently submitted for fracture analysis. Visual examination of the driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided with the part. Optical images of its surface reveal plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.